Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a split was noticed in the tubing. Additional details were provided upon follow-up with the biomed. The blood leak occurred approximately forty-five minutes into the patient¿s treatment. An unspecified blood pump rate alarm went off, and blood was seen dripping down from the blood pump onto the front of the machine. There were no leaks during the prime, and there were no changes or disruptions in pressure that could have caused or contributed to the event. The biomed said there were no pressure alarms. The staff did not tell the biomed if the lines were inspected for damage prior to use, but there were no issues noted during the priming phase. When the combiset was removed from the machine, it was reported that a visible split (or tear) was seen in the tubing segment that goes in the blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The biomed confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Following the leak, the machine was removed from service for evaluation. The biomed inspected the blood pump rotor thoroughly and found no visual anomalies or discrepancies. The plastic pin covers were all intact and secure. None were missing. The machine underwent rigorous testing and passed all tests. There was nothing wrong with the machine and no repairs were needed. The machine was returned to service upon completion of the evaluation. The combiset that leaked was not available to be sent back for evaluation as it was reportedly discarded by the staff. However, photos of the device were provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, photos of the combiset connected to the machine were provided for review. In the photos, it could be confirmed that the pump tubing was damaged causing the leak. This kind of damage (a tear) can be caused by incorrect assembly during the manufacturing process. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was able to be confirmed in accordance with the provided photos. However, it was not possible to determine the actual cause of the defect.

Event description:
A user facility biomedical technician (biomed) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported that a split was noticed in the tubing. Additional details were provided upon follow-up with the biomed. The blood leak occurred approximately forty-five minutes into the patient¿s treatment. An unspecified blood pump rate alarm went off, and blood was seen dripping down from the blood pump onto the front of the machine. There were no leaks during the prime, and there were no changes or disruptions in pressure that could have caused or contributed to the event. The biomed said there were no pressure alarms. The staff did not tell the biomed if the lines were inspected for damage prior to use, but there were no issues noted during the priming phase. When the combiset was removed from the machine, it was reported that a visible split (or tear) was seen in the tubing segment that goes in the blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The biomed confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Following the leak, the machine was removed from service for evaluation. The biomed inspected the blood pump rotor thoroughly and found no visual anomalies or discrepancies. The plastic pin covers were all intact and secure. None were missing. The machine underwent rigorous testing and passed all tests. There was nothing wrong with the machine and no repairs were needed. The machine was returned to service upon completion of the evaluation. The combiset that leaked was not available to be sent back for evaluation as it was reportedly discarded by the staff. However, photos of the device were provided for review.